Event description:
Customer reported having issues with the sensor and insulin pump communication. Customer stated that she inserted the last sensor and it never communicated. Customer continuously received a lost sensor alarm. Troubleshooting was performed and a bent sensor was noticed. Customer stated that she may have scar tissue and it is difficult finding a spot on her body. Customer also mentioned having an issue with the serter. Customer's current blood glucose reading is 184 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.